Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed on the device. The device was functionally tested by inflating the cuff while manipulation the cuff, and the device balloon inflated as intended. Based on the results of the inspection and testing, the investigation could not confirm the reported issue or assign a root cause. A review of manufacturing device history records found no discrepancies or anomalies. As no manufacturing root cause was identified, no actions have been assigned at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check the cuff did not fully inflate despite "significant" air added and manipulation of the cuff. Protocol was used and 10 ml off air added to the cuff. Cuff was massaged as directed and not all of the cuff inflated. Procedure performed was routine tracheostomy change. Event occurred while testing.